Manufacturer narrative:
Unknown.

Event description:
A patient in (B)(6) was undergoing his first therapeutic plasma exchange (tpe) secondary to rejection of a renal transplant. Approximately 15 minutes into treatment, the patient experienced sharp back pain. The patient was given perfalgan and the pain decreased gradually and treatment was restarted 25 minutes later.